Event description:
It was reported that a pt that had st360 implanted in 2010 is having possible allergic reaction to metal. The allergist at the hospital believes the pt may be now having a reaction to the metal. No further info is available at the time of this report.